Event description:
It was reported a patient underwent a total knee arthroplasty (tka) on an unknown date and topical skin adhesive was used. The adhesive failed after application for total knee replacement. The joint was exposed and patient was readmitted after tka failed. Device availability was unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: prineo 22 skin closure system (clr222us15) : unknown list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Yes did the patient/user require any medical or surgical intervention as a result of the event? Yes, description ## readmitted because tka failed. Did the patient/user require extended hospitalization as a result of the event? No what is the patient¿s/user¿s status/outcome following the event? Unknown was there a significant delay? If available, provide the product order number (po). Do you need product packaging to send the product back? No additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the patient sustain a fall or trauma to the area where the prineo was placed? Is photo available of patient reaction? Description of event, symptoms, manifestation of the adhesive coming off prematurely what was the procedure date? What date /day post op was the issue noted? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? For the original intended closure, how were all layers closed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.